Manufacturer narrative:
(B)(4). I would like it to be noted that reporter information was provided to us in hebrew and hebrew characters are not accepted in the medwatch software.

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).